Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Customer's blood glucose level was 390 mg/dl. Subsequently, the customer connected the pump to charge and the pump turned on, however the battery would not charge past 0%. Reportedly, the customer has lantus available as alternate insulin therapy.